Manufacturer narrative:
The customer reported that the touch frame printed circuit board (pcb) will be replaced. No add'l info has been provided to the manufacturer. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an unresponsive touch pane. There was no pt involvement at the time of the event.